Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis ((B)(4)). The procedure was concluded without endoleaks present. Pre-operative aneurysm diameter measured 70 mm. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter measured 70 mm. On (B)(6) 2010, at six-month follow-up study, the aneurysm diameter measured 63 mm. On (B)(6) 2011, at one-year follow-up study, the aneurysm diameter measured 62 mm. On (B)(6) 2012, at two-year follow-up study, the aneurysm diameter measured 67 mm. A type ii endoleak was revealed. A wait-and-watch approach was taken. On (B)(6) 2013, at three-year follow-up study, the aneurysm diameter measured 67 mm. A wait-and-watch approach was continued.